Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported "battery alert," which was not confirmed or reproduced during evaluation. No component causality was found and therefore, no corrective action is required. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "battery alert" during an infusion of 0.9% normal saline at 20ml/hr (programmed amount unknown). The customer reported that the battery alert did not allow for placement of the IV line. It was also reported there was no patient injury.